Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 20 mmol/l (360 mg/dl). It was noted that the needle did not deploy. Pod was not worn. No information was provided on how the hyperglycemia was treated. Device was discarded.